Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000222, lot/serial #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6) the manufacture representative went to the site to test the imaging system and reviewed the logs but did not see anything out of the ordinary other than generator interface error. Generator was not okay. The representative worked with site to figure out what was causing the red x-ray disabled issue and the site disclosed to representative that site had just done a rad and gain calibration on this system which has 2d long film feature which would disable afterwards and requires a full reboot as stated in the work instructions and performed a complete shutdown and rebooted the system and the system was working properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of procedure. It was reported that when booting up the system, the radiation symbol on the image acquisition system pendant had a red "x" next to it and would not clear after multiple reboots. This issue also happened again but after multiple reboots, it was cleared and they were able to calibrate the system. But when turning in on this issue happened again. There was no patient present during the event.